Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid ureteroscope had too many broken fibers. The issue occurred during a therapeutic ureteroscopy with laser lithotripsy procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition to that, the tube was found to be that bent and dents were found on the distal end of the scope and debris was discovered under the ep window and the optical system. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be the bent tube, dents on distal end, damaged light fibers: these issues are most likely caused by excessive force due to improper handling (f. E. Drop, fall). Olympus will continue to monitor field performance for this device.